Event description:
It was reported that the patient with this artificial urinary sphincter (aus) had recurring incontinence due to the tissue was no longer coapting well. The cuff and balloon were removed and replaced. There were no additional patient complication reported.